Event description:
It was reported that following anterior and posterior repair procedures in 2007, the doctor observed some erosion of the posterior implant during a procedure in 2008 to remove the anterior mesh from the pt. The doctor removed a portion of the posterior mesh. The pt experienced urinary leakage (18 pads/day), pelvic pain, dyspareunia, and apical mesh exposure. The time of onset of complications was reported as 2007. No further complications have been reported.